Manufacturer narrative:
Further investigation into the customers issue included a review of the complaint text, historical data review, product labeling and consultation with medical affairs. Review of product historical data did not identify any adverse trends or abnormal complaint activity. Our review of the complaint incident and the submitted data showed that the diagnosis of the patient, waldenstrom macroglobulinemia explains why the initial and the repeat results were abnormal with several flags, namely: wbc, band, varlym. Nrbc/rrbc, dflt(ne). Patients with this condition have pathological paraproteins present in their blood, possibly cryoglobulins. Paraproteins are listed in the cell-dyn ruby operators manual as an interfering substance that can affect wbc results. The waldenstrom patient result data showed the cell-dyn ruby instrument correctly provided the result interpretation for this pathology patient sample. Labeling was reviewed and sufficiently addresses the customers issue. The cell-dyn ruby system operators manual, operational precautions and limitations, under interfering substances and conditions, for additional information related to interfering substance and conditions which states paraprotein is an interfering substance affecting wbc and wbc differential results. Based on all available information and abbott diagnostics complaint investigation, the complaint incident was sample-specific. No systematic issue was found and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated wbc results on the cell-dyn ruby analyzer for a patient diagnosed with waldenstrom macroglobulinemia. On the cell-dyn ruby (sample ID (B)(4)) the initial and repeat wbc results were 64,700/ul, a second result on the ruby was 66,000/ul and in an alternate lab (method unknown) the patient's result was 4000/ul.